Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, the results of the monthly microbiological examination of the 3t heatercooler device (patient and cardioplegic circuits) were m.chimaera positive (samples from (B)(6) 2022).

Manufacturer narrative:
Through follow up communication under a previous complaint complaint #(B)(4) from the same hospital, livanova learned that the device was cleaned regularly as per the IFU's, placed inside of the operation theater during use, with the fan facing away from the patient in direction of an exhaust fan in the wall. The device was kept in a housing with negative pressure in relation to the pressure in the or. The estimated distance between the surgery field and the device is 3 meters. Source of contamination is related to location where device is used and remained unknown.